Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the pump was exposed to water just prior to the alarm occurring. There was no impact to the customer's blood glucose level due to the alarm. Customer was able to successfully resume insulin delivery within 20 minutes to resolve the issue.